Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) delivered multiple shocks for conducted af. Upon device interrogation, a yellow warning screen was observed. The pacing impedance measurement was <200 ohms, and the shocking impedance was <20 ohms. A guidant technical services consultant discussed device replacement, as critical therapy is not always available after a shorted condition.